Manufacturer narrative:
(B)(4) follow up. Twenty four photos were reviewed and evaluated. All images depict loose items, including sixteen photos of non bd medical items, which are not applicable to the canaan manufacturing plant. Three photos taken from different angles show non bd items along with a 1 ml luer lok syringe, part number 309628, fitted with an unknown pink needle. Four close up photos of the syringe were reviewed, three show no observable defects, while one shows a cloudy appearance within the barrel collar with handwritten notes indicating dried residues and liquid residues. An additional photo shows a syringe connected to an unknown vial, with no defects observed. Based on the photos provided, the reported defect was not observed and cannot be confirmed. A physical sample is required to allow for a more comprehensive evaluation and potential root cause determination. Furthermore, a device history record review was completed for the provided lot number 5076657. The review showed no rejected inspections or quality issues during production that could have contributed to the reported defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll leaked at adapter. Material description: dcomp syringe 1ml ll. Manufacture ¿ part number/catalog number: 309628. Vendor (supplier) batch number: 5076657. Amgen complaint number: (B)(4). Cause code: interface vial adapter leakage/breakage(leakage at adapter). Complaint description: interface vial adapter leakage/breakage(leakage at adapter). The reporter indicated that when drawing up the reconstituted liquid through the adapter into the syringe, some of the liquid leaked out at the edge of the adapter. What kind of substance leaked? Drugproduct. Did it have any impact on the patient? No. Did the leakage have any impact in the user/ healthcare professional? No.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batch 5076657 is considered in compliance with our product specification requirements. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed there.